Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3387s-40, lot # va0gnkf, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot # v585792, implanted: (B)(6) 2011, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3387s-40, lot# va0gnkf, implanted: (B)(6) 2013, product type: lead. Product ID 3387s-40, lot# v585792, implanted: (B)(6) 2011, product type: lead. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
Additional information received reported the patient was seeing a new healthcare professional and was doing much better. The patient had had a shocking sensation when he was swimming that they could not really figure out but it he experienced it intermittently throughout the day. It was just overstimulation. The patient did have the ability to turn it down and it did resolve when he turned it down.

Event description:
It was reported that the patient had been going swimming lately and when the patient was swimming the patient felt an electrical current down the left arm or leg. Patient had bilateral deep brain stimulation for essential tremor. It was unknown when this had started to occur. Additional information was requested but had not been received as of the date of this report. Reference manufacturer¿s report number: 3004209178-2014-15897.